Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 01 - cpu core - 0x200c issue was verified, but the hw: ac power charger-not charging and hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and wall power adapter. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy, and a new wall adapter and cable was sent to the customer.